Event description:
The account has replaced the bed exit tape switch strips and the bed exit will set but not alarm.

Manufacturer narrative:
The technician checked the ju1 jumper and found ju2 had the jumper. The technician moved the jumper to ju1, armed the bed exit, removed weight and the alarm activated. The interface board did not have the correct jumper setting.